Manufacturer narrative:
The pump was returned and analysis found corrosion and-or wear and-or lubrication and a stall due to shaft bearing. The catheters were returned and analysis found a dark residue occlusion in dispensing holes of the catheter body and a kink was observed in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 25 mg/ml morphine at 20 mg/day via an implantable pump for non-malignant pain. It was reported that multiple motor stalls occurred, beginning on (B)(6) 2017 at 11:11 with the last recovery on (B)(6) 2017 at 15:52. It was noted the patient did recently have an MRI, however there was no motor stall in the logs at that time. Additionally, it was stated that the patient had had over 30 visits to a hyperbaric chamber recently, but treatments concluded in the third week of (B)(6) and they were able to fill the pump to capacity after. It was confirmed there were no emi or magnetic sources present. No symptoms were reported. No further issues were reported or anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8835 lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a company representative. It was reported the patient experienced a sudden change in therapy noted as pain. The pump was alarming. The personal therapy manager (ptm) showed code (B)(4). The patient was seen at the hcp office where the logs were read. The pump had multiple motor stalls and recoveries. The pump stalled and recovered on (B)(6) 2017. Pump motor stalls and recoveries started to occur again on (B)(6) 2017. The motor stall was active with no recovery as of (B)(6) 2017. The patient did not recently have an MRI. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The hcp planned to schedule a pump replacement. It was unknown if the issue was resolved. Patient status at time of this report was alive - no injury. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the patient was receiving morphine (25 mg/ml, 5.003 mg/day) as of the last update on 2017 (B)(6). The replacement surgery was originally scheduled for 2018 (B)(6) but was canceled due to an unrelated/unknown infection. The replacement was then scheduled for 2018 (B)(6). The cause of the motor stalls was unknown. The motor stall and pain had not been resolved. The affected device was implanted at the time of this report and was planned to be returned after explant. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8782, (B)(4) implanted: (B)(6)2014 explanted: (B)(6)2018 product type: catheter. Product ID: 8780, (B)(4), implanted: (B)(6)2014 explanted: (B)(6)2018 product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative (rep). It was reported that the patient presented on (B)(6)2018 for scheduled pump replacement due to motor stall. Pump interrogation showed pump dosing was last updated on (B)(6)2018 when the pump was turned to minimum rate (morphine 25 mg/ml, 0.147 mg/day) at the hcp's office. During the replacement procedure catheter aspiration at the catheter access port was attempted with poor cerebrospinal fluid return. The hcp replaced both the catheter and the pump at that time. The explanted catheter had a brown occlusion. The patient stated her pump was making a constant "beep" sound. The hcp saw her preoperatively and mentioned he heard it as well. When the rep saw the patient preoperatively and intraoperatively, the beeping had stopped. The pump would be returned when available from pathology. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8782, serial# (B)(4); product ID 8780, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.